Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2012-04146. The patient received her scs system including two leads (with different lot numbers) on (B)(6) 2011. It was reported the patient lost stimulation, and was feeling stimulation in the area of her right, upper chest wall. An x-ray was taken and revealed the lead had migrated. It was reported the patient had been replaced the leads. Follow up identified the patient received effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.